Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08240 and 2134265-2015-07983. It was reported that automatic pullback failure occurred. The vascular access was obtained via the right femoral. The 60% stenosed target lesion was located in the moderately calcified right coronary artery (rca). During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view unspecified target lesion. The physician insert the opticross into the patient to viewing the intravessel. However, the image doesn't appear and the pullback sled cannot move up and down. The physician decided to change to another new opticross and pullback sled and everything is okay. No patient complications were reported and the patient's condition is stable.